Event description:
During a pta to the femoral artery (left or right, size of vessel both unk), the balloon ruptured at 12 atmospheres. There was severe calcification, moderate vessel tortuosity and 95% stenosis at the target sit. The ruptured balloon was withdrawn and another balloon was used to successfully complete the procedure. There was no adverse consequences to the pt.